Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 166 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field and that he was able to complete the rewind sequence. Nothing further was reported.